Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Hhd, dell x50 and softwarewere returned for analysis on 2/9/2015. Product analysis was completed and approved for the hhd, dell x50 on 03/06/2015. An analysis was performed on the returned handheld and the reported allegation was verified. An analysis was able to verify that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis for the software was completed and approved on 03/06/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse's handheld was unable to be calibrated and was looping through the process. The touchscreen was thoroughly cleaned, a hard reset was performed, and the calibration was attempted again. The troubleshooting did not resolve the issue. A new programming tablet was provided to the nurse. The handheld is expected to be returned for analysis, but has not been received to date.